Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump had constant vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: during investigation, the allegation of permanent vibration was duplicated. The pump was opened and moisture corrosion was found on the force sensor housing. Moisture damage was found on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.